Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump received a no delivery alarm and motor error alarm after becoming unhooked and suspended in the middle of the night. Customer's blood glucose was 400 mg/dl. During troubleshooting, drive support cap appeared normal and was able to rewind. It was found that insulin pump was not exposed to magnetic field or MRI. Insulin pump passed displacement test and manual prime test. Troubleshooting could not be performed for no delivery alarm as customer changed set. Customer was advised to monitor insulin pump.